Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient started to feel stimulation further up their torso. The stimulation was implanted for their lower back and legs and started to move higher up the torso. The patient stated the sutures in their back where their wires go from their battery up to the mid-level of their back and down their spinal cord were breaking loose. The patient stated the wires started poking through their skin. The patient also was feeling an achy feeling. No further complications were reported.